Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, when the doctor tried to screw the lead to the device, the doctor did not hear the clickers hence the leads were unscrewed from the header. When the doctor removed the wrench from the header, the screw was seen on the wrench. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.